Manufacturer narrative:
Findings: no evaluation of the tool can be performed, as the tool has not been returned. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." There have been no reports of tool breakage for other tools from this production lot.

Event description:
"The surgeon was involved in carrying out a craniotomy using the midas rex ehs drill system with an af02 attachment. An f2/8ta23 blade was used to perform the procedure on the temporalis region of the skull. Once the flap had been turned the tip of the blade was seen to be missing but could not be located. The patient was sent for a CT scan where the tip of the blade was identified as being imbedded in the temporal bone. This has been left in situ as of today when the report was made." No additional information was available despite repeated follow up attempts.